Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2009 due to patient allegations of pain, loss of range of motion and metallosis. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma,malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03824 / 03825).

Manufacturer narrative:
This follow up is to report the information from patient¿s operative reports. This report is number 1 of 4 mdrs filed for the same patient. (Reference mdrs 1825034-2013-06222 / 06223) previous mdrs filed: (reference 1825034-2013-03824 / 03825).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6), 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2009 due to patient allegations of pain, loss of range of motion and metallosis. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Additional information from the patient's operative reports noted patient had metal debris within the soft tissues, fluid, and loose acetabular component at the time of the (B)(6), 2009 revision. In addition, the patient's operative reports indicate a second revision of the right hip occurred on (B)(6), 2013. The patient's operative report noted presence of clear fluid, black synovial debris from what appeared to be metal-metal wear, and a loose cup at the time of the (B)(6), 2013 revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.